Event description:
It was reported that via a remote transmission, the atrial lead exhibited noise and low impedance. The patient was asymptomatic. No intervention was performed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information on (B)(4) 2015 indicated the lead continued to exhibit noise and low impedance. The physician chose to keep the lead in use and the patient would be monitored.